Event description:
It was reported that batteries failed run time test during preventive maintenance (pm) performed by a getinge service territory manager (stm) in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue reported that the batteries failed to meet the minimum run time of 135 minutes. Both batteries were replaced, there were no faults in the logs associated with this event, this unit is regularly maintained by getinge service. Last maintenance date was (B)(6) 2020. The batteries were last replaced on (B)(6) 2019. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that batteries failed run time test during preventive maintenance (pm) performed by a getinge service territory manager (stm) in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.